Event description:
User was receiving subcutaneous infusion when the needle broke. According to reporter, a piece of the needle remained in pt skin.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.